Event description:
The patient underwent surgical intervention on (B)(6) 2020 wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event information. Further information was not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer number: 3006705815-2019-05017. It was reported that the patient was experiencing ineffective stimulation due to their scs leads migrating. The migration was confirmed via x-ray. In turn, the patient may undergo surgical intervention to address the issue.